Manufacturer narrative:
Pump received with currents in spec. No batt out of limit anomaly noted. Pump received with intermittent button due to moisture damage keypad traces. Keypad overlay had weak adhesive bond at location 3-8. Missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.